Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the part of the reservoir on top had snapped off. Blood glucose level of the customer was 180 mg/dl. There was crack on the reservoir part of insulin pump. The customer also reported that the reservoir was able to lock in to place when inserted in to insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Troubleshooting was performed and device will return for analysis.